Manufacturer narrative:
On 7/19/2019, mentor became aware that patient also encountered left side capsular contracture; baker grade iii. Hence, capsular contracture has been added to field patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 800cc mentor memorygel breast implant and was presented with left side breast implant rupture. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number 3505800bc and serial number (B)(4) on the left side.